Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd discardit¿ ii syringe w/o needle after the movement of the plunger, you can see shreds of crumbling plastic in the place where the medication was withdrawn.

Manufacturer narrative:
Investigation summary: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (may 17th ¿ 18th, 2018). Syringes were assembled in machine, nº4251, nº4252, nº4208, and nº4204, in lot #8134777 (may 14th ¿ 21st, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8135533, #8128591, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8135537, #8128595 and no problems, defects or qn related to the reported issue were found. Bd has been provided with the affected samples. After the evaluation of the returned samples, bd confirmed the reported issue and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Bd has initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported that during use of the bd discardit¿ ii syringe w/o needle after the movement of the plunger, you can see shreds of crumbling plastic in the place where the medication was withdrawn.